Event description:
The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed that the ventilator was used in the intensive care unit without a filter. Subsequent biological analysis indicated that the collected sample may pose a potential risk; however, no user or patient impact was reported. The investigation determined that all components affecting the patient gas flow path must be replaced. Philips recommended on-site intervention for parts replacement and performance verification testing. The required parts include gas delivery system, boot kit, rubber, hose clamp kit, blower assembly, gas outlet port, 1/8-inch proximal port, and tubing kit. Follow-up actions include preparation of the on-site intervention to complete the necessary corrective measures.

Manufacturer narrative:
No repairs were completed by the field service engineer as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure. If additional information becomes available at a later date, a supplemental report will be submitted.